Event description:
Healthcare professional reported implant rupture. Device has been explanted. This relates to the right side

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.1., d.2., d.4., d.6.b, g.4., h.4., h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.